Manufacturer narrative:
The pod was received with the soft cannula deployed. Fluid path testing revealed a tear on the exposed portion of the soft cannula which resulted in an external fluid leak. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient changed pod and did correction.